Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device unpackaging and prior to use, the stent implant dislodged from the balloon in the protective sheath when the stylet was removed. The device was not used; there was no patient interaction. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported dislodgement was not confirmed. The stent implant was stationary on the balloon, but not between the markers. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.